Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07169. Related manufacturer reference number: 2938836-2020-07170. Related manufacturer reference number: 2938836-2020-07172. It was reported that the pacemaker system was explanted due to infection. The patient was stable.